Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the venous line is kinked when it comes out of the package. The customer recommended folding the arterial line a different way to be more user friendly. The event did not cause delay in surgical procedure.